Manufacturer narrative:
The device evaluation is ongoing. A follow-up report will be sent when the evaluation is complete.

Event description:
The report stated that the unit did not seal properly and the cycle end tone was confirmed. Changed to open procedure to finish the case.